Event description:
It was reported that during the implant procedure, two different leads were attempted in the right ventricle. The physician had difficulty placing the leads due to the patient's tight superior vena cava and the leads apparently fractured. The leads were not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analysis was performed with no anomalies found. Visual summary analysis of the lead indicates damage at implant.